Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons had a delayed response. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. No frozen screen anomalies noted during testing; time advanced properly. All buttons function properly; no damage to keypad traces and connector on printed circuit board was not unlocked during visual inspection. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.